Manufacturer narrative:
Returned product analysis revealed a tear in the balloon wall. The balloon catheter with the balloon in a deflated state was received and blood was observed in the balloon. Microscopic examination of the balloon material revealed a tear in the balloon wall located 1.6 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the tear. The manufacturing records for batch 9310962 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause of the balloon tear could not be determined.

Event description:
Reportability decision changed based on analysis, approved on 26mar2007. It was reported that during a ptca procedure, the maverick2 monorail balloon was leaking during the initial inflation. The lesion being treated was located in the right coronary artery (rca). The maverick2 monorail balloon was being used for predilation. As the maverick2 monorail balloon was inflated, it immediately showed a leak of contrast. The catheter was withdrawn with no complications to the pt. The procedure was completed with another of the same devices. Pt's condition is reported as 'good'. Analysis revealed a tear in the balloon wall.